Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer's blood glucose was 133 mg/dl. The customer also received a bad battery alarm. The customer stated that the insulin pump was not on while taking a shower, but it was in the same room as the shower. The customer mentioned also receiving a motor error alarm during a bolus. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
No button error alarm or failed battery test alarm noted. Unit had no button response due to corroded keypad traces. Unable to test for motor error alarm or the operating currents due to no button response. Unit had minor scratched display window, scratched reservoir tube window and cracked reservoir tube lip. Unit had moisture damage on lcd. The motor was tested outside of the device and passed.